Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-implant, the atrial lead had dislodged. The patient presented for lead repositioning on (B)(6) 2020. Later on the same day, it was found that the atrial lead had dislodged again. Upon fluoroscopy examination, it was noted that the patient's anatomy made it difficult to implant at another location. The atrial lead was successfully explanted. The patient was stable with no adverse health consequences.